Event description:
Recently we reviewed a surgery case where a patient almost slid off an or table. It was determined the patient was correctly positioned. During the review staff made a comment regarding a contributing factor could have been the lift sheet. They reported the lift sheets were "slippery." Some staff members said they quit using the lift sheets because of this reason. Additionally the lift sheet was not always used because the sheet would stretch or "give" when a patient's weight was placed on it. This type of product was used for approximately one year. From a human factor standpoint staff did not report this earlier as they said they liked the other components included in the multi pack.